Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that during the operation, the icon was waggling on the carto system screen at the time of ablation. The device was removed from the patient, and it seemed that blood has penetrated the spring part of the device. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically damaged. A second device was used to complete the operation. There was no adverse event reported on patient. The visualization issue and blood observed were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2024, a reddish material and a hole in the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of (B)(6) 2024.

Manufacturer narrative:
The product was returned to johnson & johnson medtech for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The magnetic sensor functionality test was performed, per johnson & johnson medtech procedures. The returned sample was connected to carto3 system, and the carto test failed since the spinning icon was observed. A failure analysis was performed, the device was dissected, and the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed for the finished device number lot 31233235l and no internal action related to the complaint was found during the review. The visualization issue and the reddish material inside the pebax reported by the customer were confirmed. The potential cause of the printed circuit board (pcb) failure could be related to a component failure. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).